Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the atrial lead was explanted due to an unknown reason. No patient symptoms were reported. No additional information was available at this time.